Event description:
It was reported that during a routine supply change the patient was unable to attach the connector to the pump, and testing the connector alone still did not allow reconnection; after replacing the connector, the patient completed the supply change without further issues, and blood glucose was not affected. Customer care provided support that included remote troubleshooting and education with guided testing of the connector. Investigation of this case revealed a faulty or incompatible connector that prevented proper attachment to the pump, resolved by replacing the connector. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the connector.